Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "rupture of the central lumen". Additional information states that another catheter was used to complete the procedure. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Event description:
It was reported "rupture of the central lumen". Additional information states that another catheter was used to complete the procedure. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24f0024. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was supplied 30cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the teflon sheath was noted on the returned iabc; some buckling was noted to the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The supplied data- scope inflation driveline tubing was connected to the short driveline tubing. A non-teleflex short arterial pressure tubing was connected to the iabc luer end. The bladder was fully unwrapped. Bends to the iabc central/outer lumen were noted at approximately 32cm and 43cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 31.8cm and 43.3cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "rupture of the central lumen" is not confirmed. During the investigation, the iabc central lumen and the bladder was fully intact with no abnormalities noted. No leaks were detected during the functional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.